Manufacturer narrative:
(B)(4). Approximate age of device ¿ the day of implant. The lvad remains in use supporting the patient; however, the tunneling bullet is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during implant, the tunneling bullet would not thread due to an unspecified obvious defect that affected threading. The surgeon had to force the tunneling bullet onto the tunneler, and it was reported that small pieces of plastic broke off the bullet. The surgeon was able to complete the tunneling process. There were no reported adverse effects to the patient. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported event could not be conclusively determined as the tunneling bullet was not returned for evaluation. The tunneling procedure was completed successfully and no further issues were reported. The patient remains ongoing on lvad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.